Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, the balloon ruptured during deployment. The pt then experienced non re-flow phenomenon, which was responsive with adnosine infusion. The stent was successfully post dilated with another balloon catheter. In addition, the pt was in an acute myocardial infarction for which the instructions for use states the safety and effectiveness has not been established. No pt injury was reported. No other info was provided.